Manufacturer narrative:
Part number: 04.038.095s, lot number: 9809932, part manufacture date: 16-jul-2015, manufacturing location: (B)(4), part expiration date: 01-jul-2025, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 95mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent the open reduction internal fixation surgery for a trochanteric femur fracture. The surgery was performed according to the surgical technique and completed successfully. On an unknown date a bone non-union was confirmed. In the first surgery, the fracture site was reduced and fixed but the reduced position collapsed and a non-union occurred. The patient has pain in the affected area and decreased ability to walk. A revision surgery was planned for (B)(6) 2021 to remove the trochanteric fixation nail advanced (tfna) implants and replace them with an artificial head. This report is for one (1) tfna screw 95mm - sterile. This is report 2 of 4 for (B)(4).